Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: a visual and functional inspection was performed on the returned device. The reported material rupture was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation was unable to determine a conclusive cause for the reported material rupture. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a heavily tortuous, moderately calcified distal right coronary artery. A 2.50x12 xience sierra stent delivery system (sds) was advance to the target lesion and deployed; however, during stent deployment, the balloon ruptured at 16 atmospheres. The stent was not fully expanded. An unspecified dilatation catheter balloon was advanced, with difficulty, through the stent and inflated, fully expanding the stent to the vessel wall. The stent was implanted at the target location. It was reported that there was no difficulty noted during advancement and no difficulty noted during removal of the sds. There was no adverse patient sequela reported. No additional information was provided.